Event description:
In 2008, the patient's mother reported that two days later, the patient's infusion tubing began leaking near the luer connection. She stated that she could smell and feel insulin that leaked from the infusion tubing. The infusion tubing had been in use for 3 days. The patient's blood glucose elevated to 238 mg/dl and he experienced frequent urination and extreme thirst. The patient was able to lower his blood glucose by injecting insulin via syringe. His normal blood glucose range is 80-100 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.